Event description:
Litigation alleges that the patient suffered pain, disability and excessive levels of chromium and cobalt.

Event description:
Update: (B)(4) 2013- medical records received. Patient was revised to address osteolysis, metal fretting and scratches on the trunnion and metallosis. The surgery took 3 times longer than a normal surgery due to well-affixed implants, and the need for bone-grafting. Patient is bilateral. The stem and sleeve are being added to the complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.